Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected and the power consumption was normal. The original battery was returned to the vendor for analysis. An internal short within the battery was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic. The device could not be interrogated. The device was explanted and replaced.